Event description:
The initial reporter stated they received discrepant results for one patient sample tested with vanc3 vancomycin on a cobas pro c 503 analyzer. No specific values were provided. The reporter stated that an incorrect vancomycin result for the patient was reported outside of the laboratory. The result did not agree with the clinical status of the patient. The patient received treatment and the reporter confirmed that no clinical errors were made due to incorrectly reported vancomycin levels. The vancomycin reagent lot number was 55134901. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
The calibration performed on (B)(6) 2021 had consistent calibration signals and there were no flags. Quality controls were within range. The second level of control was outside of range twice on the day of the event, but was brought back into range after repetition. Based on calibration and control data, no general product problem could be identified. The investigation could not identify a product problem. The cause of the event could not be determined.